Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, the pediatric patient was diagnosed with leukemia and on (B)(6) 2024, a bd4fpicc was placed in the right elbow vein. Chemotherapy was performed according to the all regimen. Recently, a mucus-related rash appeared around the PICC puncture site. After treatment, the rash basically subsided. Yesterday, according to the doctor's instructions, the patient received chemotherapy with vincristine and doxorubicin. The catheter was unobstructed. In the early morning of today, the nurse found that the PICC was blocked when drawing blood and blood could not be drawn back, and urokinase thrombolysis was administered, which allowed blood to be drawn back and the catheter to become unobstructed. Due to repeated mucus-related rashes, after comprehensive assessment, the PICC was removed. The removal process was smooth, and the catheter was removed to a length of 25-26 cm. The nurse found that the catheter had a break, and after the catheter was completely removed, it was found that the catheter had broken at a length of 25-26 cm and had not been completely disconnected.